Event description:
A customer from (B)(6) notified biomérieux of obtaining potential false negative results when testing patient samples with the vidas® sars-cov-2 igg (9cog) 60t ¿ (ref. 423834, lot 1008389800, expiry 26-oct-2021). The customer reported obtaining negative results when testing three patient samples. The samples were collected on vaccinated patients who have received a second vaccine dose 15 days prior. For two out three samples, the result was negative with vidas sars cov-2 igg while it was positive with roche elecsys. For the third sample, the result was negative with both methods. - patient 1: vidas = 0.67 / roche = 13.97, - patient 2: vidas = 0.48 / roche = 19.15, - patient 3: vidas = 0.45 / roche = 0.40. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was initiated following notification from a customer in morocco of obtaining potential false negative results when testing vaccinated patient samples with the vidas® sars-cov-2 igg (9cog) 60t ¿ (ref. 423834, lot 1008389800, expiry 26-oct-2021). These samples gave a positive interpretation using cobas roche anti sars cov-2 s (global antibodies detection). The samples were collected on 3 different patients who were vaccinated with astrazeneca vaccine. A vidas sars cov-2 igm test was conducted only for one of the samples giving a positive result. The customer was unable to provide samples for the investigation. Investigations: quality control records: according to quality control records, there is no anomaly highlighted during the manufacturing, control and packaging processes on vidas sars cov-2 igg lot #1008389800. Tests performed by the complaints laboratory: control chart analysis: analysis carried out: for 5 internal samples (3 with a positive target and 2 with a negative one). On 7 batches of vidas sars cov-2 igg including the lot mentioned by customer #1008389800. The analysis showed that the samples comply with the expectations and vidas sars cov-2 igg batch 1008389800 is in the trend compared to the other lots. Test on internal samples: our complaints laboratory tested 4 internal samples (3 with a positive target and 1 with a negative target) on vidas sars cov-2 igg lot 1008389800 and a recent one 1008630790. The samples results comply with the expected specifications for both lots with any significant difference compared to the results observed before the batches release. We do not observe any evolution over time of vidas sars cov-2 igg batch #1008389800. There is also no significant difference between the 2 lots tested. Package insert information: it is mentioned in vidas sars cov-2 igg package insert ref.423834 the following information: section sensitivity: "the sensitivity was determined by investigating 190 samples collected from 120 patients. Infection with sars-cov-2 was confirmed by pcr testing. The 190 samples were tested singly using the vidas sars-cov-2 igg assay on the vidas instrument. The sensitivity evaluated is 96.6% for samples collected after 16 days after pcr positive result." Root cause analysis and conclusion: we did not reproduce the vidas sars cov-2 igg negative result when testing positive internal samples on vidas sars cov-2 igg batch #1008389800. All the results comply with expectations. Unfortunately, without any concerned sample available, it was not possible to pursue further the investigation, so we did not manage to identify any obvious root cause. Cobas roche anti sars cov-2 s assay is based on a total antibodies detection including iga, igm and igg antibodies. We received the results vidas sars cov-2 igm test only for one of the samples and the result showed that the sample contained igm antibodies. The hypothesis is that the discrepancy of results between vidas and roche method is linked to the serological profile of these samples. It is mentioned in the package insert of vidas sars cov-2 igg ref.423834 at the section limitations of the method results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to the data mentioned above, there is no reconsideration of vidas sars cov-2 igg ref.423834 lot #1008389800.